Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed as a bilateral cuff miss. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, an interaction with tissue likely occurred causing a deflection of both needles leading to a bilateral cuff miss that was reported as a suture separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot# corrected from 4022741 to 4061841 d4: expiration date corrected from 1/31/2026 to 5/31/2026 d4: primary UDI number corrected from ((B)(4). H4: device mfg date corrected from 2/27/2024 to 6/18/2024.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device. Reportedly, a suture break occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.